Manufacturer narrative:
The issue is still being investigated by manufacturing site. (B)(4). Exemption # e2018005. (B)(4).

Event description:
Manufacturer reference number # (B)(4).

Manufacturer narrative:
The issue is still being investigated by manufacturing site. (B)(4). Exemption # e2018005. (B)(4).

Event description:
Manufacturer reference number # (B)(4).

Event description:
Manufacturer reference number #(B)(4).

Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of the legal manufacturer of the device maquet sas, parc de limère, avenue de la pomme de pi orléans cedex 2, france 45074. Exemption # e2018005. Getinge USA sales, llc (B)(4). Contact person: (B)(6). Maquet sas became aware of an issue with surgical light powerled device. As it was stated, the cover of mavig monitor arm fell off during the surgery into the sterile field. Fortunately, there was no adverse consequences reported. Nevertheless, we decided to report the issue in abundance of caution as any part falling off the device into the sterile field might be a source contamination and lead to adverse consequences. Based on the received allegation, it was established that when the event occurred, the surgical light did not meet its specification and it contributed to the incident. In the time when the event occurred the device was being used for patient treatment. During the course of performed investigation it was found that this event is the second case reported in last 5 years to the manufacturer regarding detachment of the dust cover on the powerled devices. The information received from the customer were very limited despite several attempts of gathering more descriptive details. Due to this fact, it was impossible to confirm the customer allegation nor to establish the root cause. However, having in mind previous cases of this nature and the device design we could conclude the two, most likely factors that contributed to a fall of plastic cover: first might be due to an incorrect attachment of the dust cover or a detachment might happened due to repeated collisions. It is worth to be noted that both those factors are related with the user not following instruction provided by the manufacturer in device documentation. We believe that if the manufacturer recommendation would have been followed the incident likely could have been avoided.

Manufacturer narrative:
The issue is still being investigated by manufacturing site. (B)(4). Exemption # e2018005. (B)(4).

Event description:
Manufacturer reference number # (B)(4).

Manufacturer narrative:
The issue is still being investigated by manufacturing site. (B)(4). Exemption # e2018005. (B)(4).

Event description:
Manufacturer reference number # (B)(4).

Manufacturer narrative:
The issue is still being investigated by manufacturing site. (B)(4). Exemption # e2018005. (B)(4).

Event description:
Manufacturer reference number # (B)(4).

Manufacturer narrative:
The issue is still investigated by manufacturing site. (B)(4). Exemption # e2018005. (B)(4).

Event description:
Manufacturer reference number # (B)(4).

Manufacturer narrative:
The issue is being investigated by manufacturing site. Getinge USA sales, llc (importer) is submitting this report on behalf of the legal manufacturer of the device maquet sas, parc de limère, avenue de la pomme de pi orléans cedex 2, france 45074 exemption # e2018005. Getinge USA sales, llc, 45 barbour pond drive, wayne, nj 07470. Contact person: (B)(4).

Event description:
On (B)(4) 2018 maquet (B)(4) became aware of an incident with one of surgical lights- powerled. As it was stated, the cover of mavig monitor arm fell off during surgery into the sterile field. There is no injury reported however we decided to report the issue in abundance of caution as any part falling might be a source of injury. (B)(4).

Manufacturer narrative:
The issue is still being investigated by manufacturing site. (B)(4). Exemption # e2018005. (B)(4).

Event description:
Manufacturer reference number # (B)(4).

Manufacturer narrative:
The issue is still being investigated by manufacturing site. (B)(4). Exemption # e2018005. (B)(4).

Event description:
Manufacturer reference number # (B)(4).

Manufacturer narrative:
The issue is still being investigated by manufacturing site. (B)(4). Exemption # e2018005. (B)(4).

Event description:
Manufacturer reference number # (B)(4).